Event description:
Identified nine ge omnibed isolettes with mold growth in the canopy (n=3) or base (n=6). The mold from six of the beds were collected and tested. Manufacture has been notified of identification of mold. Unable to identify source or how mold spores are being introduced into the isolette. No patients have developed illness. We have stopped using the beds with mold growth until we can identify a cause. FDA safety report ID# (B)(4).